Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer went to sleep with the pump battery gauge at 35%. When the customer woke up in the morning the pump had shutdown. The customer plugged the pump into a power source and the pump came on. Review of the pump data by tandem technical support determined the pump battery dropped from 35% to 5% within two minutes. The customer's blood glucose (bg) level was impacted (350 mg/dl) with small ketones. The customer delivered a bolus and increase their temp basal rate to correct elevated bg level. It was indicated that the customer would continue to use the pump until the replacement pump was received.